Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer reported that when attempting to clear an alarm, the buttons had to be pressed several times in order to get a response. Blood glucose level at the time of the incident was 70 mg/dl. The customer did not recall any significant events leading up to this issue. The insulin pump was able to pass the self test, and the customer was instructed to call back if the issue worsened. The insulin pump was not replaced or returned for analysis.